Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025, it was reported via email by the arthrex regulatory affairs team that during a clinical study it was discovered that following a case that occurred in 2019, the patient developed an immediate complication that involved the ibalance hto system. The complication was identified as deep vein thrombosis and was classified as a serious adverse event that required immediate medical attention. The hazard that contributed to this complication was determined to be prolonged inactivity and tissue damage that could have been prevented during the post-op care.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed per clinical study. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event. The development of deep vein thrombosis was most likely due to postoperative prolonged inactivity and tissue damage, both recognized risk factors for thromboembolic events. These factors are related to postoperative care management rather than device performance or malfunction of the ibalance hto system.